Event description:
It was reported that the device interrogation showed four episodes of noise and oversensing in the atrial and ventricular lead channels leading to pacing inhibition and underdetection of tachyarrhythmia episode. The electrograms also showed low amplitude signals on both atrial and ventricular tip to ring channels. The device was reprogrammed and remains in use. It was also reported that the right atrial lead had no capture and increased impedance. The lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary : (B)(4): the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed oversensing. There were 4 lead failure predictor (lfp) high rate non-sustained (ns) episodes with an average v-cycle length of less than or equal to 217 ms between (B)(4) 2011 14:22:37 and (B)(4) 2011 06:29:52.